Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and health care professional (hcp) regarding a patient with an external neurostimulator (ens) for urge incontinence. It was reported that the patient had parkinson's disease and his shaking had gotten worse. The patient asked if his parkinson's shaking could be having an adverse affect on his therapy. The patient also stated that he had been seeing blood and bleeding coming from where the wires were. The patient mentioned that he had blood on his sheets and it soaked into his mattress. The patient reported that his device was giving the message of "settings not available" and he could not increase past 0.1. The patient stated it was not working and that there was an issue because it said it could not find him. The patient clarified that last night he was getting settings not available, cannot provide the desired settings, call your clinician, on his patient programmer. The patient noted that he was scheduled for surgery tomorrow and he noticed he was not feeling anything, but then saw that message on the screen. The patient also reported having trouble with the wires and his back was bleeding all the time. The patient noted that it had been doing a lot of bleeding from day one. Trouble shooting attempts were made and the patient tried to increase amplitude to effect and the issue was resolved. It was also reported that prior to the call, the health care professional (hcp) switched out the batteries in the ens and the controller. The hcp stated that they repaired the controller and reset the therapy but that did not resolve the issue. The hcp also noted that they were encountering the issue on all 3 programs and all 3 programs contained programming on electrode 3. The hcp confirmed that they were able to create a new program without using 3 and was able to increase. It was reviewed that contact 3 may have an issue. Additional information was received. It was reported that the scheduled surgery was for the permanent implant and th e hcp was not aware of any issues at post operative appointment. The hcp stated that the manufacturing representative diagnosed and resolved the "settings not available" and the bleeding. There were no further symptoms or complications reported or anticipated.